Event description:
It was reported that a person using the ilet experienced sustained hyperglycemia around 304 mg/dl for approximately 90 minutes, with glucose values climbing since the morning and then stabilizing; the contact believed the pump was not correcting, but records confirmed that automated corrections were occurring, and the user was advised to change supplies and monitor glucose afterward. Symptoms included no reported clinical symptoms. Outcomes included no reported functional limitations or medical interventions. Investigation included a review of device logs and user-reported history. Investigation of this case revealed no device malfunction based on available data. It was concluded that the cause of the hyperglycemia was unclear and that the device appeared to function as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.